Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient verified smart device is not airplane mode, wi-fi is enabled, no other applications were running in the background, and the battery level is at 100%. No additional patient or event information is available.